Manufacturer narrative:
Upon further investigation, it was reported that the issue was found during preventative maintenance (pm). There was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the navigation ring failed. There was no patient involvement. The authorized service provider (asp) determined that the front bezel needed to be replaced. The asp replaced the front bezel, and the issue was resolved.